Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the probe tip of three different thunderbeat hand pieces broke off and fell into the patient during cauterization. All device fragments were successfully retrieved using grasping forceps and the physician performed a visual inspection of the area as well. There was no error messages observed when the thunderbeat devices broke. A fourth similar device was used to complete the intended procedure. It was reported that the procedure was extended for approximately a half hour. However, there was no patient injury reported. Olympus followed up with the user facility and was informed that the devices were inspected prior to the procedure and no anomalies were found. All of the thunderbeat devices used were from the same lot. It was stated that two of the devices will be returned to olympus for evaluation, however one was discarded by the user facility. No further information has been provided. This is two of three reports.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation, as it has been discarded following the procedure. Therefore the exact cause of the reported event could not be conclusively determined. If additional information becomes available at a later time, this report will be supplemented accordingly. Please cross reference this complaint with: 2951238-2015-00274, 2951238-2015-00276